Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are(B)(4) and CAPA(B)(4).

Manufacturer narrative:
If explanted; give date: not applicable; lens remains implanted. Device evaluation: the intraocular lens (iol) remains implanted; therefore, a product investigation could not be performed and the customer's reported event could not be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional investigation request has been received for this production order. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that at the patient's three (3) month post op visit, (B)(6) 2019, the patient/subject stated, yes, I am bothered by starbursts and glare at night. I have not been able to drive because of my neck surgery but even as a passenger I notice them and I would be afraid to drive. Best corrected distance visual acuity (bcdva) - right eye (od) 20/25; best corrected distance visual acuity (bcdva) - left eye (os) 20/20; best corrected distance visual acuity (bcdva) - both eyes (ou) 20/20. First eye surgery (od) (B)(6) 2019; second eye surgery (os) (B)(6)2019. No further information was provided. Patient has bilateral lens implants, this report represents the right eye. A second report will be submitted for the left eye.